Event description:
Device issue: partial deployment. Time of device issues: during the procedure. Adverse event: none. It was reported that during an unspecified procedure, the tuohy borst valve did not move and the stent failed to deploy. Upon removal of the stent delivery system, it was noted that the stent was slightly expanded. A second self x stent delivery system was advanced to the lesion; however, the tuohy borst valve detached from the outer shaft. The stent could not be deployed, so the system was removed without issue and a non-abbott stent was implanted successfully. There was no adverse patient sequela reported. Although requested, there was no additional information provided. During the returned device analysis, a partially deployed stent was observed.

Manufacturer narrative:
(B)(4). The first jostent (part 2jsx6808, lot 505479), indicated has been filed under a separate MFR #. Evaluation summary: evaluation of the returned device found the tuohy borst valve to be closed. The gluing connection tuohy borst adapter/outer tube was found detached. At the distal end from the metal shaft, the outer tube was found kinked. The stent was partially deployed by 4 strut rows. The crimped stent area did not show any abnormalities. Flushing of the device could be performed for the guide wire lumen. Because the outer tube was detached from the valve, the stent lumen could not be flushed. The guide wire has been inserted from the distal as well as from the proximal side of the device without any abnormalities. The stent could not be deployed by pulling the outer tube over the metal shaft towards the proximal end. The IFU states: "the stent should deploy easily. Do not deploy if unusual force is required, since this indicates a failed system. Use a new system instead." Based on the investigation findings, the root cause for the complaint was caused by incorrect technique. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.